Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tear in [the] pump. As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced.